Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited far r-wave over-sensing. Chest x-ray was performed and confirmed atrial lead dislodgement. During reposition procedure, it was found that the atrial lead helix was unable to be retracted. The atrial lead was explanted and replaced. Patient condition was stable.